Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash under the front therapy electrode. The rash was reportedly sore and burning. The patient's physician advised the patient to end use of the lifevest due to the rash. Follow-up indicated that after not wearing the lifevest and applying a cream, the rash improved.